Manufacturer narrative:
Per tandem user guide: residual insulin remaining in the cartridge is unusable. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported reusing insulin from old cartridges when troubleshooting occlusions. System check was started with tandem technical support; however, customer declined to complete the check and reverted to an alternate method of insulin therapy. Customer's blood glucose was between 130-250 mg/dl.